Manufacturer narrative:
Event codes have been changed per the request of our med affairs office. 2072-shock, has been deleted (as no one was shocked) and replaced with 2199 no consequences to pt. Also, 2204 unk, has been deleted from the device code and replaced with 1379--failure to maintain.

Event description:
Customer reports, pump has the potential to "shocked someone" due to power cord damage. No actual injury was reported.